Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned. Based on the condition of the returned device and due to the missing parts, we were unable to determine the cause or confirm the reported event. The guide tube was peeled and there was no abnormal observation was found. A suture break may occur if the operator applied to too much tension while advancing the knot, if the suture is nicked or locking the knot. During the device investigation, it was determined that a cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician using the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a suture break occurred. A starclose se device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.